Manufacturer narrative:
H3, h6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an incomplete side cut, surgeon unable to lift the flap and surgery completed with the microkeratome in the right eye of a patient, during surgery. There are two related reports for this patient. This report addresses the patient right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. Based on the information obtained, the root cause of the reported event is inconclusive the manufacturer internal reference number is: (B)(4).